Event description:
The hosp reported that the bulb burst in the light head and particles fell through cracks in the cover plate during an unspecified procedure. Customer reported no pt injury. (B)(4). Ref number: 9710055-2013-00023.